Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had been experiencing high blood glucose levels, close to 500 mg/dl, since (B)(6). The customer's endocrinologist suggested that the insulin pump might be the issue. The customer stated that the high blood glucose levels would happen at night; they would get up with nigh blood glucose and feeling sick. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).